Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog® was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing ongoing elevated blood glucose (bg) levels. Bg levels were 222 mg/dl five hours prior, and elevated to 257 mg/dl at the time of the call. Customer treated elevated bgs by using the pump. System check was performed with tandem technical support and the pump performed as intended, however it was determined that the customer was using the cartridge for 3 days, instead of 48 hours as per labeling. Recommendation was made that the customer discuss bgs and site placement with their healthcare provider.